Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of lo results (less than 20mg/dl). Customer states that she feels well and requires no medical attention. The customer's expected blood result is 150-160mg/dl fasting. Verified the strips expire 5/31/2018. Customer confirms the strips have been properly stored and have been opened for a month. Customer performed a back to back blood test and obtained lo. Reviewed meter memory: (B)(6). Customer called with no symptoms but this meter is always reading her blood as lo.